Event description:
Reference number (B)(4). Event occured in egypt. It was reported that the patient faced insulin flow blocked alarm event on 22-feb-2026. The blood glucose was 270 mg/dl and the patient was treated with insulin pump. No further information is available.